Event description:
Information was received from a patient with an implantable neurostimulator (ins) for multiple back operations and spinal pain. The patient stated that "the stimulator was acting up". The stimulator was not shutting down when the patient went to a horizontal position and was "acting weird". The patient would just turn it on and leave it on at whatever power and charge whenever they could remember. The patient indicated they forgot a few times to charge. The patient said that their settings were not being consistent, they would be walking around and it would trigger into high mode and it would be more than they needed. The patient said it will be all over the place/bouncing around. The patient stated that the battery has gone dead before and the patient said "to heck with this". The patient said the battery won't take charge. The patient stated that his implant is for sciatic pain. The patient indicated it was quite a while ago when they last had stimulation. They have been using vicodin for year, whenever they needed to alleviate their pain because the stimulator was turned off. The patient confirmed that the ins has only been dead once and he left it alone up until the date of this report. The patient also had no idea when they were able to successfully charge their device, or how long it had been. The patient was redirected to health care professional (hcp) to possibly jump start implantable neurostimulator (ins) out of overdischarge state. Hcp listings were sent to the patient. No further patient symptoms or complications were reported in this event.